Event description:
During single lumen 4fr PICC [peripherally inserted central catheter] insertion, resistance met but able to fully pass catheter. Multiple passes made with patient performing vagal maneuvers and position changes as PICC would not drop. When 3cg wire was removed from catheter and inspected, kink noted, and catheter integrity appeared compromised. This wire was immediately removed from the procedure and a new kit was used for the rest of the procedure. Wire saved. Tip of catheter present upon inspection. Lot rekn2502. [Date redacted] emailed [redacted]. [Date redacted] mailed on fedex [redacted]. Manufacturer response for PICC line, catheter tray cv 1lum plyurth powerpicc 4fr (per site reporter). [Date redacted] emailed [redacted]. [Date redacted] mailed on fedex [redacted].